Event description:
Pt came in via ems for hypoglycemia. Medtronic insulin pump presumable bolused pt a large amount of insulin after the needle was changed. Blood glucose went from 547 to 14 within 1 hour of the bolus. Pt thought she was getting a 2 unit bolus. Minimed paradigm medtronic insulin pump quik set needle.